Event description:
Prior to an implant procedure, it was noted that the device was in back up mode. The device was not used and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received, the device was in backup vvi mode with battery voltage at beginning of life (bol) level. Analysis of the device image revealed that the backup operation occurred due to a power on reset (por). After downloading product code, functional testing was performed and all test results were normal. No telemetry, battery voltage, current drain or output anomalies were identified during testing. The reported event of backup vvi mode was confirmed; however, the cause of the reset could not be determined from the device analysis in the laboratory setting.